Manufacturer narrative:
The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. The reported issue was confirmed. And traced to a faulty etco2 module. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the etco2 module. The etco2 module was replaced to resolve the reported issue. The device remains at the customer site. And no further evaluation is required at this time.

Event description:
It was reported to philips that the etco2 door is inoperative. The device was reported to be in use, however there was no adverse event.